Event description:
Boston scientific crm received information that during a routine visit, myopotential noise episodes were captured on the device electrograms (egms). The electrical integrity of the leads appeared normal. Boston scientific technical services (ts) confirmed these episodes as myopotential oversensing, likely the result of abdominal/diaphragm contractions. Additionally, no inappropriate shocks resulted; however, a single four second episode of asystole was present in vvi-30. The ventricular sensitivity was programmed min. The patient is not pacemaker-dependent, and was asymptomatic with these episodes. A revision procedure has been scheduled for full system evaluation.

Manufacturer narrative:
The chronic crt-d device will not be returned. As the rv lead remains in service, boston scientific crm cannot confirm the clinical observation. Should additional information become available to our company, this event will be updated as necessary.

Event description:
New information was received three weeks later that the revision procedure occurred. This chronic cardiac resynchronization therapy-defibrillator (crt-d) device was explanted, and replaced with a p107 device. It was also mentioned that the chronic left ventricular (lv) lead was surgically abandoned and replaced with a new lv lead in the new the system. The chronic right ventricular (rv) lead remains in service with the new system implant. The physician programmed the system to the previous parameters and the patient will return in two months for a routine visit. No further adverse effects were reported.

Manufacturer narrative:
At this time, these products remain implanted; however, during the revision procedure, they will be reevaluated. If they are explanted and returned for analysis, or additional information becomes available, a final report will be submitted.